Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose between 40 and 45 mg/dl in the mornings. The customer declined troubleshooting stating that the basal rate settings needed to be adjusted per doctor's instructions. The customer was assisted with changing the settings. The insulin pump will not be returned for analysis.